Event description:
On (B)(6) 2022 it was reported by a sales representative via email that an ar-9236-02pp glenoid trial central peg broke off when surgeon removed it from the patients glenoid. A hemostat was used to remove the broken fragment and nothing was left behind. This was discovered during an eclipse tsa procedure on (B)(6) 2022. Case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the central peg broke off . However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.